Event description:
A patient received higher doses of chemotherapy than physician intended. The medical oncology electronic health record (elekta mosaiq version 2.30.04.d1) allowed a physician to enter and approve a final order with conflicting dose basis and ordered dose. The software does not force the user to select dosing based on dose basis alone (mg/m2 x bsa) or based on manually entered dose (e.g., 1000 mg). Two chemotherapeutic medications were involved. The approved order showed dose bases of paclitaxel protein-bound 125 mg/m2 and gemcitabine 1000 mg/m2. The patient's bsa was 1.89m2. The order also showed manually entered doses of paclitaxel protein-bound 179 mg and gemcitabine 1425 mg, rather than the expected dose basis doses of 236 mg and 1890 mg respectively. The pharmacist used the confirm bsa function in the software which them replaced the ordered dose with 236 mg and 1890 mg. These doses were rounded to the nearest medicare billing unit per clinic policy (240 mg and 1900 mg), dispensed, and administered to the patient. The impact of these higher doses on the patient are unclear at this point of time. The problem in the software is two-fold. First, if a user changes the adjusted or ordered dose, the dose basis field should be inactivated or recalculated to the new value. Second, the confirm bsa function should not override adjusted or ordered doses if these fields have previously been manually overridden without explicitly requiring the current user to acknowledge that a change will be made.